Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, contrast agent leaked from the tether port on the delivery system (ds) even though the tether lock button was locked. Flushing did not resolve the issue. The ds was removed from the patients body and an accumulation of blood and contrast was noted. Leakage continued to be observed during ds flushing outside the patients body. It was further reported that more air ingress was observed than usual at the start of ds flushing. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned with the device intact in the device cup. Fluid pathway leak was observed on the delivery system at the tether lock. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled at 5 cm from the distal end of the delivery system. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the recapture cone. The analyst noted the tether lock leaked inside the handle and fluid came out the tether tube. The articulation was out of plane due to outer and inner shafts being kinked and bent. If information is provided in the future, a supplemental report will be issued.